Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: envpro-16-us; product lot number: 0012338854; product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-envpro-16-us; product lot number: 0012338863; product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutpro 29mm valve, following implant, the valve dislodged to a deep depth, resulting in significant paravalvular leak and limited mitral valve activity. A snare was used to reposition the valve. Consequently, a second valve was implanted valve-in-valve.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilation was performed using an 22 millimeter (mm) balloon. Post-implant balloon dilation was not performed. The pvl that occurred following the dislodgement was severe.

Manufacturer narrative:
Image review: three media files were provided for review of the event. An angiogram performed after valve deployment shows a significantly deep valve and aortic regurgitation/paravalvular leak. The dislodgement event was not captured; therefore, it is not possible to validate the cause of the dislodgement. It was reported that the valve dislodgement caused interference with the mitral valve; therefore, two snares were used to reposition the valve, during which the valve dislodged aortic. Subsequently, a second valve was implanted. Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.